Manufacturer narrative:
The product was returned for analysis and damage was observed to the intraocular lens (iol). No cartridge was returned. Iol returned inside lens case. Solution is dried on the iol. Both haptics are broken/torn and have been returned. There is damage to the optic edge, near the haptic/optic junction. No cartridge returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint "haptic remained in cartridge, separating it from lens optic, in and out". Both haptics were observed to be broken at product evaluation. The reported damage occurred at the time of iol went out of the cartridge. No cartridge was returned; due to this, we are unable to complete a thorough investigation to determine a root cause. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The instructions for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between greater than 23 degrees centigrade / 73 degrees fahrenheit. If the operating room temperature is too low (less than 18 degrees centigrade (64 degrees fahrenheit) lens folding and advancement are more difficult. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was mounted on the company cartridge and inserted. As it was inserted, the haptic remained in the cartridge, separating from the lens optic. The lens optic was removed from the patient¿s eye during the initial procedure. The procedure was not completed on the same day, and the patient remained aphakic, awaiting a new lens. Additional information was requested and received stating that another surgical procedure would be performed to implant an intraocular lens.

Manufacturer narrative:
Additional information was provided in b.5., d.9. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that the patient underwent surgery to implant the new intraocular lens without any damage or impact. Additional information was requested and received stating that the procedure was completed after 8 days with new lens, and the patient was recovered.